Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report the insulin pump was beeping but did not show any alarms. Blood glucose reading was 52 mg/dl. The customer had treated the low blood glucose with food. Troubleshooting was performed. No anomalies were noted. Advised to monitor the insulin pump can call back if issue persists. Nothing further reported.